Manufacturer narrative:
An evaluation was performed on the returned product. A visual inspection and functional testing was performed on the returned device with no problem found. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a right shoulder arthroscopy using a control unit, the patient had swelling in the neck. It was also reported that no complications occurred because of the swelling. Swelling subsided during recovery.